Event description:
This complaint is now reportable based on the analysis completed on 08/19/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the 90% stenosed, severely calcified, and extremely tortuous distal circumflex lesion. No patient injuries or complications were reported. The procedure was completed with another device. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned device was consistent with the complaint incident. The device was returned for analysis and initial visual examination of the returned device revealed proximal stent damage. Two of the struts were bent back distally. This type of damage is consistent with the device encountering some form of restriction on the withdrawal of the device. No kinks or damage were found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. All units shipped for the batch conformed to product specifications. The most probable root cause of this event is operational context.